Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge patient line separated from the cartridge head. The contact does not recall if the event impacted the customer's blood glucose level.